Manufacturer narrative:
Concomitant medical products - model: 6721m-50, defib epicardial patch; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead had triggered an alert for high threshold. Additionally it was noted that there was a lead integrity alert (lia) with increased sensing integrity counter (sic), noise and high rate non-sustained events on stored electrograms (egm). All high rate episodes were during a one minute period. The allied health professional (ahp) stated the time of the lia alert coincides with the time during which the patient was having a esophagogastroduodenoscopy (egd). Ahp suspects the over sensing is due to the medical procedure. The lead remains in use. No patient complications have been reported as a result of this event.